Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that during testing for high out of range shock impedance measurements greater than 200 ohms on this ICD system, a code 1005 was observed. A code 1005 is an open circuit condition detected during a delivered device shock. It was noted that this patient will be fitted with a life vest and scheduled for an implanted product extraction procedure. The products remain in-service at this time. No additional adverse patient effects were reported. Additional information was received that the testing that was performed was defibrillation threshold (dft) testing. It was noted that the patient is currently scheduled for an rv lead replacement procedure in approximately two months, the patient is currently wearing a lifevest and has had no adverse effects. In addition, it was noted that the ICD device has 2.5 years of longevity remaining and there was no mention at this point of replacing the ICD device at the time of rv lead replacement. The products remain in-service at this time. There have been no additional adverse patient effects.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that during testing for high out of range shock impedance measurements greater than 200 ohms on this ICD system, a code 1005 was observed. A code 1005 is an open circuit condition detected during a delivered device shock. It was noted that this patient will be fitted with a life vest and scheduled for an implanted product extraction procedure. The products remain in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that during testing for high out of range shock impedance measurements greater than 200 ohms on this ICD system, a code 1005 was observed. A code 1005 is an open circuit condition detected during a delivered device shock. It was noted that this patient will be fitted with a life vest and scheduled for an implanted product extraction procedure. The products remain in-service at this time. No additional adverse patient effects were reported. Additional information was received that the testing that was performed was defibrillation threshold (dft) testing. It was noted that the patient is currently scheduled for an rv lead replacement procedure in approximately two months, the patient is currently wearing a lifevest and has had no adverse effects. In addition, it was noted that the ICD device has 2.5 years of longevity remaining and there was no mention at this point of replacing the ICD device at the time of rv lead replacement. The products remain in-service at this time. There have been no additional adverse patient effects. Additional information was received that this rv lead was subsequently explanted and replaced due to the impedance issues. The ICD device remains implanted and in-service. The rv lead has been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that during testing for high out of range shock impedance measurements greater than 200 ohms on this ICD system, a code 1005 was observed. A code 1005 is an open circuit condition detected during a delivered device shock. It was noted that this patient will be fitted with a life vest and scheduled for an implanted product extraction procedure. The products remain in-service at this time. No additional adverse patient effects were reported. Additional information was received that the testing that was performed was defibrillation threshold (dft) testing. It was noted that the patient is currently scheduled for an rv lead replacement procedure in approximately two months, the patient is currently wearing a lifevest and has had no adverse effects. In addition, it was noted that the ICD device has 2.5 years of longevity remaining and there was no mention at this point of replacing the ICD device at the time of rv lead replacement. The products remain in-service at this time. There have been no additional adverse patient effects. Additional information was received that this rv lead was subsequently explanted and replaced due to the impedance issues. The ICD device remains implanted and in-service. The rv lead has been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 80 millimeters from the terminal end and only the proximal segment of the lead was returned. Visual inspection noted cuts on the suture sleeve and surface abrasion on the terminal boot, damage which likely occurred during lead explant. Testing was completed to assess electrical performance of the lead segment. Measurements were within normal limits indicating the lead conductors are intact on the returned segment. Laboratory analysis did not identify any characteristics of the lead segment that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported.